Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 21, 2024. Sampling from: distal end, instrument/biopsy/suction channel, air/water channel. Cfu: no detection, 0 cfus, 1 cfu. Bacterial identification: paracoccus yeei. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined, however, it is likely device damages such as scratches, cracks, creases, kinks, or leaks led to the malfunction. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device. Updated fields: b3, b5, d4 - primary UDI number, d9 - date returned to mfg, d10, and h3.

Event description:
It was further reported that during reprocessing, the gastrointestinal videoscope tested positive for 1 colony forming unit (cfu) of bacillus species at the distal end, >50 cfus of enterobacter cloacae and klebsiella aerogenes in the biopsy/instrument channel, 1 cfu of enterobacter cloacae in the air/water channel, and >50 cfus of enterobacter cloacae and klebsiella aerogenes in the suction channel. All channels were sampled.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.